Event description:
It was reported that the system appeared to continue to fluoro after the button was released, and then all squares appeared on display and the system locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.